Event description:
It was reported that the patient presented to the clinic remotely via data transmission from their pacemaker. Upon examination, it was found that the right ventricular (rv) lead exhibited loss of capture and noise oversensing. Programming changes, and a lead replacement were recommended. It was noted that the patient experienced dizziness when turning. However, it is unclear whether this symptom correlates to the lead anomaly. No further adverse consequence was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).